Event description:
The user reports that since 2 weeks he hears 3 "beeps" when he puts on the external device. Everything else is working normally and his hearing is normal. In situ measurements could not be performed due to integrity failure. There have been no recent changes in health or medication. According to new information from 26.mar.2024 there was some leakage of the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was probably caused by humidity ingress through micro leaks, which exact location could not be identified during device investigation. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. This is a final report.

Event description:
The user reports that in the last 2 weeks (around beginning of (B)(6) 2024) he hears 3 "beeps" when he puts on the external device. Everything else is working normally and his hearing is normal. The user was reimplanted.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause device investigation of the explanted device would be necessary. No information on possible further steps has been received.

Event description:
The user reports that since 2 weeks (beginning of (B)(6) 2024) he hears 3 "beeps" when he puts on the external device. Everything else is working normally and his hearing is normal. Exchange of the device was recommended.